Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient was seen in the emergency room with complaints of weakness and fatigue. A chest x-ray showed that the right ventricular lead had dislodged from the septum into the right ventricular apex. The lead also had intermittent capture. The lead was repositioned and is still in use. No further patient complications have been reported as a result of this event.